Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Initially, the field representative stated that there is a need for a temporary external pacing until infection clears and there is a plan to use IV antibiotics. There were no additional adverse patient effects reported. All available information indicates that the ra lead was explanted.